Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump was presenting the message: ¿motor stall recovery occurred.¿ pump telemetry was performed, but did not present any issue; however, after printing the logs, the previous message was stated. The patient went through a cranial MRI (magnetic resonance imaging) on (B)(6) 2014; until the MRI date, the pain was controlled. After the day of the MRI, the patient had ¿pain oscillating, sometimes stable, sometimes with a lot of pain/very painful.¿ review of pump logs, on (B)(6) 2014 at 09:03, revealed that a motor stall occurred on (B)(6) 2014 at 17:06 and the stopped pump period may exceed tube set occurred on (B)(6) 2014 at 17:06. The patient¿s pump was refilled on (B)(6) 2014, and motor stall recovery occurred at 19:18. On (B)(6) 2014, it was reported that there had not been any troubleshooting, but following the telemetry performed on (B)(6) 2014, an increase in the patient¿s dosage was made on (B)(6) 2014. There was no harm, injury, or death to the patient and no alarms were reported. The pump remained implanted. As of (B)(6) 2014, it was believed that the product was working normally, as the hcp (healthcare provider) had not taken any other action. The patient¿s state of health was reported as ¿unstable¿; it was also reported that there was no damage to the patient¿s health or intervention required to prevent ¿some function¿ from being permanently compromised. No permanent or temporary injury was done. The patient was to check the status of the event with their hcp. The pump was being used to deliver morphine.